Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with 2 coaguchek inrange meters. The 1st meter is the patient's meter with a serial number of mg00177393 and the 2nd meter is the loaner meter with a serial number of mg00065105 compared to stago laboratory method with unknown reagent. On 22-nov-2022 the patient had an initial meter result of 5.2 inr and upon re-test on the loaner meter the meter result was 5.2 inr while the lab result was 2.5 inr. The time difference between the tests was less than 3 hours. The patient's therapeutic range was 2.0-3.0 inr.